Event description:
During an implant procedure, the helix of the right ventricular (rv) lead retracted upon contact with the septum despite the helix locking tool. The rv lead was able to be successfully implanted to resolve the event. The patient was stable and will continue to be monitored.